Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a vibratory alert for high rv impedance and noise were observed via merlin.net transmission. Lead revision was discussed. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2019-10692. New information received notes that the lead was not replaced as the issue was due to the set screw of device. The set screw was reset. The patient was stable through out the procedure.